Event description:
It was reported that while performing a breast biopsy, a green cable error was received. When trying to reseat the cabling, it was noticed the dc motor adapter had broken off into the st holster. Another control module was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis site found the green dc motor adapter was broken confirming the customer's complaint and to correct the complaint performed the dc motor adapter upgrade. The lcd display would not lock into place and to correct this issue the site replaced the u-handle. The vacuum pump had excessive rattling and was corrected by replacing the four pump mount screws, four fender washers, four flat washers and four pump isolation mounts. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.